Event description:
It was reported that during a procedure the doctor was removing the cannula from the patient when the handle separated from the shaft. The stylet was successfully removed from the patient without the need for an incision. There was no significant clinical delay and no adverse consequences to the patient were reported.

Manufacturer narrative:
Device evaluation: we have evaluated the device.

Event description:
It was reported that during a procedure the doctor was removing the cannula from the patient when the handle separated from the shaft. The stylet was successfully removed from the patient without the need for an incision. There was no significant clinical delay and no adverse consequences to the patient were reported.